Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin and the blood glucose is high. It was reported that they had been experiencing high blood glucose on and off for the last month. Yesterday the customer developed ketones. Customer is injecting in stomach or upper lower back. Patient's blood glucose at time of incident was 28mmol/ l. Patient's current blood glucose is 7.4mmol/ l. The customer treated for high blood glucose with pens. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. Customer states the drive support cap appears normal. It was also reported that the cannula was bent. The customer will call back after receiving tubing clamp to troubleshoot further. The insulin pump will not be returned for analysis.